Event description:
It was reported that the patient underwent a pump replacement for end of service. Several days later, the patient experienced return of symptoms. The patient was taken to surgery for a catheter replacement on the day of the report. The catheter was not primed during surgery. The hcp later programmed a bolus of 0.08 ml along with an additional therapeutic bolus to help with the symptoms. Two days later, the patient experienced intrathecal baclofen withdrawal with the following symptoms: increased spasticity, fever, pruritus, and a burning sensation. The pump was interrogated and the logs were read; all programming was verified as correct. The patient was supplemented with oral baclofen. The managing hcp attempted a catheter access aspiration; they were unable to comfortably determine where the catheter access port was. Ap and lateral x-rays were taken which appeared to show the catheter was in good condition. The patient was administered a 50 mcg bolus and was doing better in 2009. The medical team believed that the patient experienced withdrawal symptoms "due to his prior issue which led to this revision in the first place" and that the patient needed to "catch up with the baclofen." The pump contained 2000 mcg/ml lioresal programmed to deliver approximately 725 mcg/day at the time of this report. It was subsequently reported that at some point following the pump replacement, the patient's catheter was either disconnected or had been pierced during surgery. At the time of the report, the patient's symptoms had resolved.

Manufacturer narrative:
Results: used for the catheter.